Event description:
It was reported by the patient that their right ventricle had been "destroyed" due to programming which was "over pacing that chamber on voltage." The patient also reported their left ventricle had been over paced which damaged the ventricle and the patient's ejection fraction. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.